Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication with the customer livanova (B)(4) learned that the device was cleaned according to the instruction for use and that the device was placed outside of the operating theater. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium intracellulare. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) has been provided a laboratory test result confirming the mycobacterium intracellulare contamination. Corrective actions are in progress for this type issue.